Event description:
Boston scientific received information that this right ventricular (rv) lead was fractured resulting in inappropriate shocks. As a result, the lead was explanted and replaced with a competitor lead. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Visual inspection revealed that two out of the three rate sense coils were fractured approximately 12cm proximal to the proximal shocking coil. This location was the proximal area of the suture sleeve tie down. As a result, the clinical observation was confirmed.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.